Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the episodes revealed vt due to svt. Review of the session record revealed ava discrimination indicating vt due to short sensed av delays. Monitoring the patient on a treadmill was suggested. The patient received inappropriate atp and hv shock that were not effective indicates a conductive ventricular rhythm. No further information is available.